Event description:
It was further reported that the pt presented to a non-enrolling hosp with recurrent angina associated with a syncopal episode 141 days index procedure. Diagnostic cardiac catheterization on that day revealed 95% in-stent restenosis of the previously placed proximal rca stent. The pt was transferred to the study site for possible intervention and further management. Right coronary angiography 142 days post index procedure revealed diffuse 95% proximal stenosis and tubular 50% mid stenosis. The proximal stenosis represented in-stent restenosis. The proximal rca was treated with pre dilatation and placement of a 2.5x28mm cypher stent reducing the stenosis to 0%. The pt was discharged on continued plavix and asa.

Event description:
Clinical. It was reported that 142 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target lesion vessel reintervention (tvr) of the proximal right coronary artery (rca). The index procedure treated one target lesion. Target lesion 1 was a 2.5mm vessel diameter, 95% stenosed region of the proximal rca. The lesion was 8.0 mm in length and was severely tortuous. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x8mm drug eluting stent without complication. The taxus stent was post dilated after deployment with a residual stenosis of 25%. The patient was discharged from the hospital one day post index procedure receiving asa and plavix. The site reported that the patient underwent a tvr of the proximal rca 142 days post index procedure to help alleviate diffuse in-stent restenosis. The physician treated the lesion by placing one johnson & johnson cypher stent in the target vessel. The patient was discharged from the hospital 1 day post tvr in satisfactory/good condition.